Event description:
A home ccpd patient reported that the cycler gave a fill alarm in the early morning and the solution bags were empty. They were only in the fill 5 and the fill volume shown was only around 2,000 ml. Their prescribed fill volume was 3,000 ml. During the day, they felt very full and distended. They did a manual drain and was able to fill a 3-liter bag to capacity. They filled manually about half of a 3-liter bag since they did not know how much was left in them. When they started their ccpd treatment that evening, the drain volume recorded was 3,840 ml. There was no serious injury/illness.